Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00x20mm promus premier¿ stent was selected to treat the target lesion. During preparation, it was noted that the shaft of the device broke. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported.